Manufacturer narrative:
Findings: reliability analysis inspected (B)(4) opened/used enlite sensors and performed visual inspection and found 1 of 5 sensors with cannula is broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4) remaining sensors performed bicarbonate buffer test per (B)(4). All sensors passed per spec with accurate readings.

Event description:
The customer reported via phone call indicating that they had sensor error. Customer's blood glucose at time of incident was 331 mg/dl. Customer was advised that sensor is not working and needs to be removed. Customer was advised that sensor will be replaced. The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was 331 mg/dl. The customer stated that serter is not pushing in on 2nd button press. The customer has experienced this behavior with multiple sensors. Customer was advised to return the serter and complete sensor. The customer was advised that serter and sensor will be replaced.